Event description:
It was reported by the patient¿s spouse that the patient had been to the emergency room twice since the system was implanted. They stated that "the lead broke off" and "it's been shocking [them] and driving the energy through the left pectoral muscle". Follow-up information from the physician indicates that the patient had been symptomatic almost from implant with chest pain and muscle stimulation from right ventricular pacing that was so severe it could be seen through the skin. The physician believed that the right ventricular (rv) lead had been placed improperly at implant. The lead was almost through the wall and the patient had pericarditis as a result, as well as muscle stimulation. The lead was found to be intact but had dislodged per fluoroscopy. The lead was revised. It was also reported that during the rv lead revision, the right atrial (ra) lead dislodged. The ra lead was repositioned. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).